Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: one opening observed on anterior side assessed as fold flaw opening. Creases were observed. Wear abrasion observed. Brown particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported a right-side capsular contracture baker grade iii. Device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Physician reported a right-side capsular contracture baker grade iii. Device has been removed and replaced.